Event description:
When turning the pt, the white port -proximal- broke off at point where white port connects to the catheter tubing. The pt required a new central venous catheter be placed and this line disconnected.